Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose blood glucose. Customer's blood glucose in time of incident was 873 mg/dl. The customer shows symptoms of nausea, vomiting, confusion and weak. The customer was treated with manual injection, no treatment before hospitalization. The customer was admitted to the hospital. The customer's blood glucose at the time of emergency room visit was 837 mg/dl. The customer was off the pump prior to emergency room visit for 5 1/2 hours. The troubleshooting was performed, customer was able to do the high pressure test and she was not able to run the test after all because she was very confused about how to clamp off the tubing and when high pressure. The customer stated that she will followed the hospital instruction for manual injection until she goes to her healthcare provider tomorrow.